Event description:
It was reported by the affiliate that after opening the pouch of a 3.50 x 10 sakura dura star, the shaft of the balloon was noted to be broken into two pieces. There was no patient involvement. The device will be returned for evaluation. The device/packaging was not mishandled in any way. The device was stored and handled according to the IFU. It is unknown if there was difficulty removing the product from the hoop, removing the stylet or any of the sterile packaging components.

Manufacturer narrative:
Complaint conclusion: it was reported by the affiliate that after opening the pouch of a 3.50 x 10 sakura dura star, the shaft of the balloon was noted to be broken into two pieces. There was no patient involvement. The device will be returned for evaluation. The device/packaging was not mishandled in any way. The device was stored and handled according to the instructions for use (IFU). It is unknown if there was difficulty removing the product from the hoop, removing the stylet or any of the sterile packaging components. One non sterile sakura dura star, 3.50 x 10 was received coiled inside a plastic bag. The unit was received separated; the body-shaft was broken at 65cm from proximal end of hub. The balloon was not inflated and blood residues were observed in the distal end. No more anomalies were found. The unit was sent to sem analysis in order to find the potential root cause of the issue. Sem results show that the body external surface presented evidence of ductile dimples and elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process. The reported body/shaft/separation was confirmed through analysis of the returned device. However, the exact cause could not be conclusively determined. Based on the information available for review, a clinical determination as to the contributing factors could not be made. While the event description notes the device was found separated when the package was opened, the analysis notes blood residue on the device and elongation at the point of separation. This elongation may suggest that handling factors may have contributed to the separation of the device. Neither the analysis nor the DHR suggests that the body/shaft separation could be related to the design and manufacturing process of the device; additionally, controls are in placed at the final assembly and packaging processes to detect this kind of issue; therefore no actions will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 15892956 presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.